Event description:
It was reported that a user experienced fluctuating glucose values, with a low reading of 68 mg/dl followed by elevated blood glucose readings of 255 mg/dl on both the pump and a blood glucose monitor while using an ilet system integrated with a dexcom g7 sensor; the user reported no symptoms and indicated the trend was decreasing, and the agent advised changing supplies if hyperglycemia persisted. Symptoms included no clinical manifestations. Outcomes included no impact to activities of daily living and no medical intervention or hospitalization. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hyperglycemia was unclear. It was concluded that the event was not causally linked to a confirmed device failure and was considered user-reported hyperglycemia of undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.